Event description:
This report was received from (B)(6) and is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of peritonitis and low potassium in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer service, the following was reported. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on (B)(6) 2011. The patient was unsure of the cause of the peritonitis. Treatment included ip vancomycin, 1000 mg every 5 days for 3 weeks (start/stop dates were not reported). While hospitalized, on an unreported date, the patient experienced low potassium. Treatment for the low potassium was not reported. On (B)(6) 2011, the patient was discharged from the hospital and was recovering. Dianeal therapy was ongoing. The nurse reported that the event of peritonitis was not related to dianeal therapy. An opinion of causality was not provided for the event of low potassium.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. This is report 1 of 3 involved in this peritonitis incident. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11h18028 with no exceptions observed related to the reported condition. The complaint was not confirmed. No device malfunction or use error was identified. The cause of the peritonitis was undetermined.